Event description:
During a stenting procedure, it was reported that the stent on a palmaz blue on aviator plus (6mm x 60 mm on 142 cm catheter) was released before it crossed through the target lesion in the renal artery. The procedure was completed successfully when the physician used another stent. There was no report on patient injury. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. No additional information is available regarding the target lesion. The product will be returned for investigation.

Manufacturer narrative:
Additional information received indicated that during prep, the stent was not manipulated. The size and brand of sheath used is unknown. The device did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The dislodged stent was not removed from the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure, it was reported that the stent on a palmaz blue on aviator plus (6mm x 60 mm on 142 cm balloon catheter) was released before it crossed through the target lesion in the renal artery. There was no report on patient injury. The procedure was completed successfully when the physician used another stent. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. No additional information is available regarding the target lesion. Additional information received indicated that during prep, the stent was not manipulated. The size and brand of sheath used is unknown. The device did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The dislodged stent was not removed from the patient. The product was returned for analysis. A palmaz blue on aviator plus, 6 mm diameter, 60 mm length, on a 142 cm balloon catheter was returned. The balloon had been previously inflated and deflated. The stent was not returned. Crimping marks were not observed in the balloon since it had been inflated and deflated. A device history record (DHR) review of lot 15924347 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use, the user should inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: always use a csi for the implant procedure to protect the puncture or incision site and, in the case of biliary stenting, the liver tract, and to avoid dislodging the stent from the balloon. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion or stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged. The reported ¿stent- dislodged-in patient (peripheral)¿ could not be confirmed as the complete device was not returned for analysis. Since the balloon was previously inflated and deflated, the exact cause of the event reported could not be determined. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.